Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A lot history review was performed and no non-conformities could be attributed to the reported failure mode "failure to deploy". A supplemental report will be submitted when the investigation is completed. (B) (4)